Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient has to have surgery to replace the battery in a month or so due to cardiac clearance. They are unable to connect to the ins so replacement is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding an implantable neurostimulator. It was reported that the pt had a cardiac ablation procedure yesterday. The ins was turned off prior to the ablation. When the pt attempted to turn stim on post-ablation, the pt's externals would not connect to ins. The caller is with pt today and confirmed neither the pt's components nor the caller's clinician programmer will connect to ins. The caller states the pt's communicator 'kind of detects it's there' but the app just circles and will not connect, amber light displays. The pt's handset and communicator are paired together. The caller attempted a reset on the clinician app but no components were able to connect to ins post-reset. Agent noted that there is likely not any further troubleshooting to be done but agent will inquire with the technical team.